Event description:
It was reported that, after having a pump implanted, the patient spent the following weekend in the hospital with vomiting, dehydration, and a minor headache. By the following monday, the headache had reportedly felt like a borderline migraine and had gotten worse since then. The patient had to sit in a dark room because he could not handle bright lights. It was also noted that the pain pump had reduced the patient¿s pain by about 25%. At the time of report, the patient was on his way to his doctor. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).